Event description:
Patient additionally reported ¿breathing difficulties¿ and being ¿diagnosed with emphysema¿ which have been deemed not related to the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade IV.

Event description:
Patient reported left side capsular contracture, baker grade IV. The device remains implanted.